Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected where it was noted that there was blood visible on the outer surface of the hemostatic valve. Additionally, a tear was visible in the valve separate from the valve slits. Next, the sheath was put through procedural testing by replicating aspiration. The sheath failed this aspiration test as air was visible in the flushing line each time the syringe was drawn. The next procedural test examined the hemostatic valve, which found the sheath was not able to maintain pressure even when there was nothing across the valve. Finally, they gently pressurized the sheath, while the distal tip was plugged, and the pressure decay value indicated a gross leak of the hemostatic valve. With all the available information boston scientific concludes the allegation of st. Segment elevation was confirmed. The kind of leak seen in the testing can lead to st segment elevation as an indicator of air ingress. It was concluded that manufacturing deficiency was the ultimate cause for the tear seen in the sheath valve.

Event description:
It was reported that during a cryo-ablation procedure using a polarsheath the patient experienced st elevation. During cooling of the left superior pulmonary vein (lspv) elevation of the st segment occurred. The procedure was paused, and a coronary angiography was performed via cardiac catheterization. No stenosis or air was observed, and the st elevation resolved almost immediately without further intervention. Ultimately the physician was not able to determine a source of potential air ingress, but they did exchange the sheath as a precaution. The procedure was completed with the new device and no further patient complications occurred. The sheath has been received for analysis.

Event description:
It was reported that during a cryo-ablation procedure using a polarsheath the patient experienced st elevation. During cooling of the left superior pulmonary vein (lspv) elevation of the st segment occurred. The procedure was paused, and a coronary angiography was performed via cardiac catheterization. No stenosis or air was observed, and the st elevation resolved almost immediately without further intervention. Ultimately the physician was not able to determine a source of potential air ingress, but they did exchange the sheath as a precaution. The procedure was completed with the new device and no further patient complications occurred. The sheath is expected to be returned for analysis.